Event description:
A malfunction alarm was reported by the customer with a malfunction code displayed as malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if any malfunction code reoccurred.